Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse. The reported blue/gray sighting and little to no perfusion are considered to be symptoms of vascular occlusion and therefore were not coded. Information in this case is very sparse, pending further treatment and event details, as well as a confirmation of vascular occlusion. Nevertheless, the observed findings of blue/gray discoloration (sighting), little to no perfusion, and the initiation of corrective measures consistent with vascular occlusion management with subsequent improvement, are suggestive of a possible vascular occlusion/obstruction, which can occur after the treatment with radiesse. Causality for the reported event is therefore assessed as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 25-mar-2026: the batch record review for radiesse, lot a00207500, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00207500) and no similar events were noted. The reported event vascular occlusion was changed to vascular occlusion/compression and the coding remained unchanged. Off label use of device and product preparation issue were added. The outcome of the event was reported as resolved. The reported blanching is considered to be a symptom of vascular occlusion and therefore was not coded. The reported bruising is considered to be a consequence of vascular occlusion and therefore was not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injections into the temples, neck and lateral cheek are no approved indications for radiesse in us. Dilution of radiesse with bacteriostatic saline for injection into the neck and temples is not approved based on currently valid us instructions for use leaflet of radiesse. Causality for the event remains unchanged as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked with cases (B)(4), referring to the same patient. This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse on an unknown date, for an unknown indication. Radiesse was diluted in a 2:1 ratio and injected with 0.4 threads (as reported). The lot number for radiesse was not reported. After the radiesse injection, the patient experienced a blue/grey sighting (as reported) with little to no perfusion (also ambiguously reported as profusion). Treatment was initiated as a vascular occlusion (vo). The patient then had good perfusion and at the time of this report, she was ok. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on 25-mar-2026: the reported event vascular occlusion was changed to vascular occlusion/compression and the coding remained unchanged. Patients date of birth, age and weight (140 lbs, approximately 63,5 kg) were provided. She was 43 years old at the time of the event. The patient was injected with a total of 1.5 ml of radiesse into the cheeks, neck and temples for bilateral temple rejuvenation (off label use of device), on (B)(6) 2026 (ambiguously reported as both (B)(6) 2026). Batch number was reported as a00207500 (expiry date: 14-mar-2026). The batch record review was received and the lot number for radiesse was confirmed as a00207500 (expiry date: 14-mar-2026). A lot search in the global safety database was conducted. Radiesse was diluted with bacteriostatic normal saline at a 1:2 ratio for the temple and neck injection (product preparation issue, off label use of device), and undiluted for the lateral cheek injection. Radiesse was injected on bone into the lateral cheek, and subdermally into the neck and temples. Three 0.4 mm threads and a 25 g cannula were used. Erythromycin allergy was reported. Concomitant medication and other relevant medical history were reported as none. Other aesthetic treatments included xeomin injection into the full face and platysma, on (B)(6) 2025 and (B)(6) 2026, sculptra injection into the cheeks and preauricular area, on (B)(6) 2026, and radiesse injection into cheeks, on (B)(6) 2025, into the neck, on (B)(6) 2025, and into the buttocks, on (B)(6) 2025. On (B)(6) 2026, immediately within minutes after the radiesse injection, the patient experienced the vascular compression. She had a blanching of the skin above the lateral left eyebrow into the hairline. Instant warm compress was applied to the area. The provider contacted merz via phone for guidance. The protocol for vascular occlusion without retinal ischemia was initiated. Hylenex was injected intravascularly and flooded the area, the patient took 625 mg of aspirin and 50 mg of sildenafil by mouth, and started a medrol dose pack. The provider accompanied the patient to another medical aesthetics clinic nearby to use the ultrasound. Good perfusion was observed on both right and left temples. The patient was sent home with post-care instructions, and the provider followed up that night via text message. On (B)(6) 2026, the morning after the radiesse injection, the patient and the provider met up in person, and good perfusion and bruising was observed. Hylenex and bacteriostatic normal saline were used to flush the area. On (B)(6) 2026, the patient completed a one hour hyperbaric chamber treatment. In person follow-ups were done on days 7 and 14 after the event, and it was reported the patient was back at baseline. No ischemia was noted. No relevant laboratory tests were performed. The patient had no illnesses or vaccinations since the radiesse injection. The outcome of the event was reported as resolved (changed from resolving), in march 2026. In the opinion of the reporter the event was not considered as permanent, the treatment was necessary to accelerate recovery, the patient was not hospitalized and the event was possibly related to the use of a 25g cannula (vs. Use of a bigger gauge) and the size of the 0.4ml threads (vs. Smaller threads).

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse. The reported blue/gray sighting and little to no perfusion are considered to be symptoms of vascular occlusion and therefore were not coded. Information in this case is very sparse, pending further treatment and event details, as well as a confirmation of vascular occlusion. Nevertheless, the observed findings of blue/gray discoloration (sighting), little to no perfusion, and the initiation of corrective measures consistent with vascular occlusion management with subsequent improvement, are suggestive of a possible vascular occlusion/obstruction, which can occur after the treatment with radiesse. Causality for the reported event is therefore assessed as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. She was injected with with radiesse on an unknown date, for an unknown indication. Radiesse was diluted in a 2:1 ratio and injected with 0.4 threads (as reported). The lot number for radiesse was not reported. After the radiesse injection, the patient experienced a blue/grey sighting (as reported) with little to no perfusion (also ambiguously reported as profusion). Treatment was initiated as a vascular occlusion (vo). The patient then had good perfusion and at the time of this report, she was ok. Due to the provided information, the outcome of the event was considered as resolving.